Event description:
Device returned to MFR for analysis with report of explant due to "change of pump, no pain relief, and stall?" Follow up with hcp revealed pt had experienced return of pain, but no drug withdrawal. An x-ray of the system was taken and compared with a prior x-ray. It was determined that a possible catheter disconnect existed and the decision was made to check the catheter and replace the pump as well at the same surgery. At last contact, pt was doing well with new device system.